Manufacturer narrative:
Na.

Event description:
Subsequent to filing the final MDR, the following additional information was received: the case was a contralateral approach. The sheath was in the left common femoral artery and the physician was attempting to stent the right iliac. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous right iliac artery. During deployment of the 9.0x60mm absolute pro stent, the thumbwheel would not move after 20% of the stent had been deployed. The stent separated into two pieces as it was attempted to capture the stent in a 6f sheath to remove the entire system. Part of the stent was deployed in the target lesion while the second piece was deployed in the left iliac in healthy tissue. Both portions of the stent were post dilatated then trapped with a non-abbott stent. Per the physician, there was an added 30-40 minutes to the procedure due to the malfunction. There was no adverse patient sequela reported. No additional information was provided.